Event description:
It was reported that the 6800 system would not boot prior to a case. Another unit had to be used. No patient was involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep reloaded cmos and the system booted but the gray scale was bad. Reset all boards in the workstation and the system booted.